Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework at the time of manufacture. The investigation of the returned device showed that the unit received has up and down movement in the rocker arm assembly and the teeth were grinding on the disk ratchet. The reported complaint was confirmed from the evaluation. This will affect the intended use of the device and was likely caused by wear and tear/ improper handling of the device. Periodic preventive maintenance and cleaning is required and highly recommended . The definite root cause could not be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00259 and 3004608878-2020-00260.

Event description:
This is 3 of 3 reports. A customer reported that the rocker arm of the a3059 mayfield composite series skull clamp was loose. The device was already four (4) years old. There was no known patient injury or delay in surgery.